Manufacturer narrative:
The technician isolated the issue to the head up solenoid valve sticking closed. The manual controls of the bed operated as designed. The technician replaced the solenoid valve to repair the bed.

Event description:
Information received indicates the head section of the bed wouldn't rise up.